Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart (psc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the blue fiber cables may need to be cleaned. The caller stated that a rag had been used in an attempt to clean the cable ends. The technical support engineer (tse) explained that a can of compressed air was the only appropriate method that should be used to clean fiber cable ends and fiber sockets. The caller then indicated that cans of compressed air were not permitted in the operating rooms. There was no report of patient involvement or reported injury.